Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. Device information and implant date are unknown at this time.

Event description:
It was reported that the patient has been scheduled for an ipg replacement. The reason for this replacement is unknown.

Manufacturer narrative:
The ipg was erroneously reported on. The patient is not implanted with an abbott system but a competitor system.